Manufacturer narrative:
An event of a cva and vascular complications was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, a review of the device history record was not possible as a lot number was not provided. Based on the information received, the cause of the reported cva and vascular complications is unknown.

Event description:
Related manufacturing ref: 3005334138-2019-00595, 2182269-2019-00190, 9680001-2019-00135. Following a persistent atrial fibrillation procedure, the patient experienced a thrombotic cerebrovascular accident (cva) and vasculature complications in his leg. Ice was performed before any invasive maneuvers and no thrombus was noted. The act was within the therapeutic range throughout the procedure and was reversed with protamine for sheath removal. Treatment was needed for the cva and vascular damage. The current patient status is unavailable. There were no performance issues with any abbott device.